Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using an ilet system with a 6 mm, 23" infusion set, with no reported alarms or observed leaks; the user performed a set change with agent guidance and confirmed elevated glucose by fingerstick before glucose values began to decline after troubleshooting. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no assistance required. Investigation included remote troubleshooting and education, including guidance to replace infusion supplies and confirm glucose by fingerstick. Investigation of this case revealed no device alarms or delivery stoppage and no confirmed set failure, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.